Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had failed co2 calibration. There was no patient involvement.

Event description:
It was reported that the device had failed co2 calibration. There was no patient involvement.

Manufacturer narrative:
Correction : report source other additional information: if other specify, imdrf annex a and g grids and manufacturer narrative (chr and DHR statements) omit: a08 - calibration problem (2890), g07001 - part/component/sub-assembly term not applicable. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : no product will be returned.